Event description:
This spontaneous event was received by phone on (B)(6) 2013. Caller is using product for a fungus on her toenails. She has been using the product since approximately (B)(4) 2013, applying a thin coat/day. She stated that in the past two weeks it has become sticky to the point of drying after 1-2 hrs. She goes to bed after use of the product, but states that lately it has been sticking to the sheets. She has had to reapply the coat and states that it continues to be sticky and has also been turning her nails green in the past week. She states that the green discoloration is easily removed with nail polish remover when she removes the product at the end of the week. She has also talked with the pharmacist about the product who told her to contact us. She states that she is due to get a refill of the prescription and the bottle is almost empty. She was told that this info will be documented and reported to the company as adverse health effects are not expected with normal use. It was recommended that she not use this bottle again and that she contact her physician as soon as possible to get the refill as soon as possible. She was told that the safety call rep could not determine why it is suddenly sticky and turning nails green. Caller was provided the case number and advised to call back 24/7 if there were any other concerns.

Manufacturer narrative:
The info contained in this report is based on self-reporting statements provided to the MFR during a telephone interview. These self-reported descriptions of an incident have not been independently verified to be factually correct or complete descriptions of the incident. For that reason, info contained in this report does not and can not form the basis for a determination of whether the reported clinical effects are causally related or associated with an exposure to the product identified in the telephone interview. The info provided in this report has not been medically verified via confirmation with the pt's physicians or by the provision of pt medical records. When considering the body of regulatory data and post-marketing data as well as the weight of scientific peer reviewed evidence on topically applied hyaluronate containing product such a causal relationship between the use of this type of device and the development of the adverse effects reported in this case cannot be definitively established. When evaluating a pt for a potential hypersensitivity (allergic) reaction, a clinical practitioner must consider several potential environmental etiologies as well as any foods, beverages, medications, or dietary supplements the pt had been taking just prior to the onset of symptoms. Definitive casuality cannot be applied to any one compound or agent without verification.